Manufacturer narrative:
We apologize for the delay in reporting this event. There was a temporary delay in transferring and processing the file during the transition to work-at-home arrangements required during the coronavirus pandemic.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece and was retrieved. There were no patient complications.